Event description:
The customer reported there was no image on the video processor during preparation for use. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. The unit was tested with multiple scopes. All video output signals and images were present. In addition, service found the video connector latch was worn causing poor connection with pigtails and the video connector needs to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.